Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high pacing thresholds. Additional information received from representative indicates that the cause of high pacing thresholds was attributed to the slack, the ra lead was pulled back, it was still attached to the atrium but had no slack in it. The ra lead was repositioned and had good numbers. The ra lead remains in service. No additional adverse patient effects were reported.